Event description:
It was reported the analyzer is broken. Followup indicates analyzer failed to get an egm (electrocardiogram) and a flat line was displayed. The cables were switched with same result. Same cables were used with a different analyzer and everything worked. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the analyzer is broken; the analyzer passed functional and systems tests. Concomitant products: product ID 2090 programmer product ID 2067 rf (radio frequency) head. (B)(4).